Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the drive shaft keeps slipping down due to the head and foot board was bent. And will prevent the head and foot from raising. Foot spring and head spring sections are bent in addition to footboard.